Event description:
Procedure - lv vt. Complication - perforation during deployment. Progress: array prepped per IFU instructions and attempt to deploy in lv. Pysician was unable to position properly in lv and removed array. Navx patch kit applied and procedure continued. Geometry completed and basic mapping started. Drop in bp to 58 mm hg and hr to 50's. Fluid bolus given with increase in bp and hr. Drop in bp and hr a second time. Stat echo ordered. Positive for effusion along rt side of heart. Act = 279. Protamine given. -pericardiocentesis done with gross blood removered. Dark in color. Not tested at this time for abg's. - pt responded to treatment with increase in bp and hr. Continued to draw blood from effusion. Act = 115. Effusion still present on echo. Tested for abg's. Positive for arterial blood. Surgeon and or notified. Continued to draw blood from effusion. Pt transported to or. Pt status according to a call to the physician by the clinical engineer: 09-14-2005 - follow-up on pt status- "she is doing well."